Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument. The fse inspected the x-arm and found contaminated collet clamps and a defective plunger clamp at collet #1. Fse replaced both plunger clamp and tip clamps and verified repair. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).